Event description:
The customer reported the loss of a diagnostic live image. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. Image quality was inspected and evaluated during the service call. The system was tested and found to be working as intended and put back into service.